Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer reported that none of the tampons have strings on them. No injury was reported.